Event description:
It was reported the device fractured and embolism occurred. The moderately stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. A 14 short taper 300cm v-14 control wire was advanced for use. However, during the procedure, a distal fracture occurred while crossing the lesion. Subsequent "embolization of the same" at the level of the pedial artery. The device was not removed from the patient. The procedure was completed with a new guide v-14 guidewire with no patient complications reported.